Manufacturer narrative:
Reported event. An event regarding crack/fracture involving a mako arrays was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirms the cross pin has broken on the rio base array causing it to not fit securely into the robotic arm. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
During distal cut (1st cut performed), the cutter shifted going from the lateral to medial side cutting the medial side deeper. The surgeon stopped and said it didn¿t look right so we pulled out the cutter and checked the femur and cutter. The femur was fine but the cutter registered at 7.5mm. We checked discs and the base array and everything looked fine so we reregistered and placed a new distal attachment and saw blade. We passed again getting into the bone prep screen for the distal cut and the same issue occurred. The surgeon asked for manual instrumentation and to remove the robot. Upon inspecting everything, the base array itself looks to be the issue. It does not fasten securely because the spring mechanism is broken. Can I please have an fse also come look at the robot to ensure it is working properly? Surgical delay = 15 minutes. Tourniquet used. Update 13/july/2022 wg: as reported via case number: (B)(4): mps reported inaccurate cuts. On a tka case, distal cut was noticeably off by about 5mm. Base array was lose and j2 bump stops were off. (B)(4): detailed maintenance inspection performed. Adjusted and calibrated j2 bump stop shock absorbers per manual. Verified arm accuracy and overall system condition. All checks and validation testing passed, no defects noted, system is ready for clinical use.

Event description:
During distal cut (1st cut performed), the cutter shifted going from the lateral to medial side cutting the medial side deeper. The surgeon stopped and said it didn¿t look right so we pulled out the cutter and checked the femur and cutter. The femur was fine but the cutter registered at 7.5mm. We checked discs and the base array and everything looked fine so we reregistered and placed a new distal attachment and saw blade. We passed again getting into the bone prep screen for the distal cut and the same issue occurred. The surgeon asked for manual instrumentation and to remove the robot. Upon inspecting everything, the base array itself looks to be the issue. It does not fasten securely because the spring mechanism is broken. Can I please have an fse also come look at the robot to ensure it is working properly? Surgical delay = 15 minutes. Tourniquet used. Update on 13/july/2022 wg: as reported via case number: (B)(4): mps reported inaccurate cuts. On a tka case, distal cut was noticeably off by about 5mm. Base array was lose and j2 bump stops were off. (B)(4): detailed maintenance inspection performed. Adjusted and calibrated j2 bump stop shock absorbers per manual. Verified arm accuracy and overall system condition. All checks and validation testing passed, no defects noted, system is ready for clinical use.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.